Event description:
It was reported that the left ventricular lead was dislodged. Lead capture threshold was high. Patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2017. Patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.